Manufacturer narrative:
Related quality control measurements did not show an issue. Upon review of the alarm trace, abnormal sample aspiration and abnormal sample probe movement alarms were observed on 01-sep-2022 to 03-sep-2022. These may indicate possible poor sample quality. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys total psa immunoassay ver. 3 and the elecsys free psa immunoassay ver. 3 on a cobas 6000 e 601 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in the following values: free psa = 1.28 ng/ml. Total psa = 5.22 ng/ml. The sample was repeated on (B)(6) 2022 resulting in the following values: free psa = 0.594 ng/ml. Total psa = 2.65 ng/ml. Due to the difference in results, the sample was sent to another laboratory for testing on an unknown method, resulting in the following values: free psa = 0.99 ng/ml. Total psa = 5.05 ng/ml. The sample was repeated a third time on the customer's e 601 analyzer on (B)(6) 2022, resulting in the following values: free psa = 0.861 ng/ml. Total psa = 4.03 ng/ml. The free psa reagent lot number was 617615. The reagent expiration date was requested, but not provided. The total psa reagent lot number was 614949, with an expiration date of june 2023.